Event description:
Description from the customer: "after de-airing the cardioplegia circulation, the customer ran the device by setting at 5 degrees, but the blood temperature did not go under 23 to 24 degrees. No error sound was generated. Since the phenomenon recurred after re-booting, the customer decided to use a heater-cooler unit by other brand for the operation". No patient was involved. This issue occurred before use on a patient. (B)(4).

Manufacturer narrative:
A maquet field service technician investigated the unit and could not reproduce the failure. Therefore, the reported malfunction cold not be confirmed. The technician replaced the actuator as a preventative measure and confirmed the normal operation of warming/cooling. The unit has been sent back t os service. A supplemental medwatch will be submitted as soon as additional information becomes available.